Event description:
A patient reported via company representative (rep) on (B)(6) 2016 stating that their legs and feet had been numb and tingling since having a device implanted on (B)(6) 2016 that was unrelated to the spinal cord stimulation (scs) system. The right leg was numb, and both feet were tingling and numb. They also felt a shot of electricity after waking up from anesthesia. They had brought their controller, but nobody turned off their implantable neurostimulator (ins). The patient had the ins on since the surgery. However, they turned it off the day of report, and the noted numbness and tingling were gone. The rep was going to meet the patient and their healthcare professional (hcp) the next wednesday to check out the system. The indications for use were spinal pain and failed back surgery syndrome. Additional information was received from the rep on june 13th 2016 stating that they had met with the patient. All of their electrodes were within normal value range, and the patient was feeling much better, noting that the stimulation was feeling just like it did before.

Event description:
Additional information received from the patient indicated the implantable neurostimulator (ins) was not turned off during the implant of the pain pump and now the patient had pain going down the legs that the patient didn¿t have before. The patient experienced pain, numbness, tingling, difficulty walking, and no sense of balance. The patient felt like they were in constant hard labor and was a ¿screaming 10¿ on the pain scale. The pain had gotten a little better but was still experiencing the numbness and tingling. The patient tried decreasing stimulation but that didn¿t help so they turned it back up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.